Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting off. The customer's blood glucose (bg) level was 190 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On 09 september 2022, the distributor reported the additional information: the pump history was checked, and it was determined that a power source alert occurred on (B)(6) 2022, followed by a pump shutdown. Low power alerts and alarms were observed to have announced at the time of the event. Medical device code 1383 removed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.